Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported on behalf of his wife that the adc freestyle libre sensor detached from the adhesive after 10 days of wear. Customer experienced symptoms described as "disoriented, overheated and shaking" and was taken to emergency room where she was treated with dextrose via IV by the hcp. Customer also self-treated with orange juice and meal with high carbohydrates. There was no report of death or permanent injury associated with this event.